Event description:
It was brought to my attention that a few crna's have been finding o2 cannulas that are occluded again. One of them the whole nasal tubing that connects to the green tubing, one side of it was completely off. So far, I have had 3 complaints from today. I have one of the occluded tubing's that was used today and the start of the case it had to be changed. 02 line occluding.

Manufacturer narrative:
This would cause the patient to desaturate.

Manufacturer narrative:
This would cause the patient to desaturate. The complaint of "o2 cannulas the whole nasal tubing that connects to the green tubing, one side of it was completely off" regarding part 49soft-tg-14-14-25 was not confirmed. The root cause was not determined. A risk assessment was performed, and the ultimate risk was determined to be medium which does require reporting to the CAPA review board. There have been 0 other complaints regarding the same part and a similar issue within the 24 months preceding the reporting of this issue. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
It was brought to my attention that a few crna's have been finding o2 cannulas that are occluded again. One of them the whole nasal tubing that connects to the green tubing, one side of it was completely off. So far, I have had 3 complaints from today. I have one of the occluded tubing's that was used today and the start of the case it had to be changed. 02 line occluding.